Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The exhalation flow sensor was defective. No additional information was provided.

Event description:
It was reported extended self-test (est) with flow error codes (3126 and 3125) . There was no patient involvement.